Manufacturer narrative:
This report is submitted december 27, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced pain and subsequently the device was explanted on (B)(6) 2018; the electrode array remains in situ. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.